Event description:
A malfunction was reported on the customer's pump, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guiding them through the reset process. The malfunction did not recur after the reset, and the customer was instructed to contact support again if any further issues arise.